Manufacturer narrative:
The affected instrument was inspected by a leica biosystems product specialist. Based on the log analysis the instrument indicated a blockage of the rotay valve. Further tests will be conducted with the returned rotary valve to find the exact root cause for the blockage.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2019, a customer reported to leica biosystems that on (B)(6) 2019 they experienced suboptimal tissue processing on their histocore pearl. As a result the tissue was undiagnosable.